Event description:
The reporter answered the call to report regarding dexcom g7 device. The reporter mentioned the device does not give her correct numbers. The device displays 47 mg/dl blood sugar levels, while the glucometer displays 100mg/dl. On asking regarding any adverse events faced due to the device malfunction the reporter answered "no".